Event description:
Patient felt sick and came to see the doctor. The doctor found pacing failure and called nk sales to ask for check of pacemaker. The results of the check were as follows: pacing threshold 7.2v (0.75ms) (uni/bi), p-wave 1.0-1.2mv, r-wave 3.8mv (only one sensing), lead impedance 3010 ohm (bi/2800 ohm uni), battery voltage/current/impedance 2.79v/21mycroa/0.3kohm magnet rate 90.4ppm. Based on the results, the pacing setting was changed from 6v to 8.4v 91.oms). The lead impedance has remarkable increased. X-ray photos compared between this time and the last time (july 2005) shows elongation between the distal ring and tip electrodes.